Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure for an implant. During the procedure, the ventricular lead was able to connect appropriately to the pacemaker. The atrial lead was then inserted into the pacemaker's atrial connection port and the fixation screw rotated until the lock position was heard. However the torch wrench spun around and appropriate resistance could not be achieved on the atrial port. Attempts to screw and tighten again were made but the same issue occurred. An issue with the screw thread was suspected. The pacemaker was exchanged for another. The patient was stable.

Manufacturer narrative:
Final analysis found the user of the torque wrenches was incorrectly inserting the wrenches into the inset of the setscrew. Analysis of the a-setscrew found the wrench tip was not being aligned with the setscrew hex inset so that the wrench tip would drop into the inset. The corners of the wrench tip were being forced down into the inset walls and also were being inserted at angles instead of straight down. The wrench cannot go into the inset this way and therefore cannot tighten the setscrew. The problem was caused by the user¿s incorrect use of the torque wrenches. No device anomalies were found.